Manufacturer narrative:
(B)(4), labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, blisters, dry skin, and scarring under the sensor pod area only. The skin was prepped with mastisol liquid adhesive and freedom band hypoallergenic patches prior to sensor insertion. The patient treated the skin reaction with prescription oral hydroxyzine and prescription topical triamcinolone acetonide cream. No additional patient or event information is available.